Event description:
Device malfunction: none. Symptoms/ae: headache, hemorrhage and stroke. Time of symptoms/ae: 1-day post carotid stenting procedure in 2006. It was reported that the pt experienced a headache for which they were given vicodin. Shortly after giving the medication, the pt denied headache or other pain. The pt then developed a headache and right sided weakness post discharge. Two days later, the pt had a CT indicating a small acute bleed in the left thalamus and internal capsule. No associated mass effect or midline shift noted. The condition is uncharged and continuing. No additional info available. Study event.